Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged dizziness, headache, nausea, vomiting, lung disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged dizziness, headache, nausea, vomiting, lung disease. Medical intervention was not specified. The remstar pro c-flex+ was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed the beginning of sound abatement foam degradation in the following areas such as black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. An internal and external visual inspection of the device was completed by the manufacturer and found ui (user interface) knob broken. Potential adhesive on knob. Missing air inlet filter. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Dust-like contamination in the bottom of the blower box. Air inlet seal had yellowed and has dust-like contamination on it. Dust-like contamination on sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The manufacturer confirmed that there was presence of degraded sound abatement foam using a fitt and the associated procedure. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.